Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-tttd and lot number,108761205 combination found no related information.

Event description:
It was reported that on (B)(6) 2014 a patient underwent a right tka procedure. On (B)(6) 2016 the surgeon performed a revision right tka due to tibial loosening. During the revision procedure the surgeon explanted the tibial tray ar-503-tttd lot 108761205 ((B)(6)), femoral implant ar-503-psre lot 138110 ((B)(6)) and bearing implant ar-503-bd12 lot 113601219 ((B)(6)). To complete the procedure the surgeon used another manufacturer's product. Patient was a female, dob (B)(6) 1952. Patient medical records dated (B)(6) 2016 noted that examination of the right knee demonstrated swelling. Palpation of the right knee demonstrated inferior patellar pole tenderness, medial tibial plateau tenderness and lateral tibial plateau tenderness. Patient had pain with flextion but no pain with extension. Records noted the x-rays showed periarticular osteophytes and joint space narrowing. Medical records also noted that a bone scan was performed. Results have been requested.